Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis. During analysis, the customer's problem was confirmed, running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. Inaccurate delivery was noted, expulsor was out of specifications. Service replaced the expulsor. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump "over infusing at 21.36 ml". No patient injury reported.